Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3006697299-2022-00101. 3006697299-2022-00102. A facility reported that during use on a patient, the cusa excel 36khz straight handpiece (c2602) gave an error on the screen indicating that the tip was not working. The handpiece was assembled several times with different tips and still gave an error. They tried another handpiece and it worked perfectly. However, there was surgical delay of two (2) hours. No patient injury occurred.

Event description:
N/a.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the handpiece failed the testing parameters. The issue was due to the transducer failure. The technician replaced the transducer and housing assembly, tested the handpiece and passed all tests. Root cause - the root cause was confirmed as transducer delamination. Complaint is consistent with transducer delamination which occurs because of braze degrading in the field. Corrective action was initiated and implemented in april 2021 and the solution was identified as using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function. This device was manufactured prior to the corrective action. No further investigation is required based on the acceptability of risk and no adverse trends were identified.